Event description:
Solicited call to patient. She stated that she always gets a big air bubble at the top of the vial when she uses the mini spike IV disp pin (blue cap) and she wanted to know if there was a trick to inserting it to avoid getting the air bubble. Reviewed with her to release as much of the air bubble as possible which she does do by tapping the side of the vial with a butter knife. Patient is on intravenous remodulin therapy. Her doctor is aware. Patient did not report experiencing any side effects or changes to her breathing. No other information provided. Reported to (B)(6) by pt/caregiver.